Event description:
A report was received that the patients ipg was not charging. The patient underwent an ipg explant procedure.

Manufacturer narrative:
Additional information was received that the patient was not getting adequate pain relief. No device malfunction was suspected.

Event description:
A report was received that the patients ipg was not charging. The patient underwent an ipg explant procedure.